Event description:
The customer reported a 'history jump' incident that occurred during treatment/run (at 22.21 - 22.22 hours). The operator was changing pbp bag as per training instructions - pull drawer out during "change bags" function and push drawer back in upon new bag hanging. The pbp scale gave 1286 discrepancy. No blood loss reported.

Manufacturer narrative:
There was no patient injury or clinical consequences to the patient reported. Gambro renal products has received the downloaded technical machine data files and an investigation is ongoing. A final report will be submitted upon completion of the investigation.